Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient had an admission on (B)(6) 2021 for gastrointestinal bleeding and symptomatic anemia. Patient received 3 units of packed red blood cells (prbcs). Patient had a colonoscopy on (B)(6) 2021 that showed a small hiatal hernia but was otherwise normal.

Event description:
It was reported that there was a push enteroscopy and capsule study performed on (B)(6) 2021 which showed no evidence of bleeding. There were no recent admissions / transfusions, hemoglobin was stable 9.5 on (B)(6) 2021. Patient claims to be "feeling good" as of (B)(6) 2021. Patient has been off anticoagulation, and will continue monthly octreotide injections. The patient was prescribed digoxin and omega 3. Patient will follow up with outside hospital on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.